Event description:
The user facility reported that during a routine follow-up pet scan to a surgery, a lap sponge was detected in the imagery. An exploratory procedure was performed, and the sponge was removed. The procedure was completed successfully with no adverse consequences. The facility indicated that the surgicount system functioned correctly during the initial surgery and indicated that sponges were still present. The procedure report was closed manually with sponges still outstanding.

Event description:
The user facility reported that during a routine follow-up pet scan to a surgery, a lap sponge was detected in the imagery. An exploratory procedure was performed, and the sponge was removed. The procedure was completed successfully with no adverse consequences. The facility indicated that the surgicount system functioned correctly during the initial surgery and indicated that sponges were still present. The procedure report was closed manually with sponges still outstanding.